Manufacturer narrative:
It was reported that the error, "cooling fan speed error" (diagnostic code 1125), had occurred. The remote service engineer (rse) performed a troubleshoot with the customer and it was discovered that the device detected the speed of the fan was below 2000 rotations per minute (rpm). The rse advised the manufacturer recommendations for repair. The customer then requested the part ID for the replacement fan and power management (pm) printed circuit board assembly (pcba). The rse provided the customer with the part ID for the replacement fan and pm pcba. Multiple attempts have been made to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available.

Event description:
Philips received a complaint by the customer on the v60 indicating that the error, "cooling fan speed error" (diagnostic code 1125), had occurred. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the error, "cooling fan speed error" (diagnostic code 1125), had occurred. The remote service engineer (rse) performed a troubleshoot with the customer and it was discovered that the device detected the speed of the fan was below 2000 rotations per minute (rpm). The rse advised the manufacturer recommendations for repair. The customer then requested the part ID for the replacement fan and power management (pm) printed circuit board assembly (pcba). The rse provided the customer with the part ID for the replacement fan and pm pcba. The investigation is ongoing.